Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: cloudy and black spots on the lens. Confirmed failure: fiber/cone damage at sidearm; outer tube damaged (bent, dented); damaged distal cover glass. Probable root cause: incorrectly assembled optical train; damage to optical train; end of life wear-out; shipping damage; use error. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.